Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a lead explant. During the procedure, an insulation abrasion was observed on the rv lead. The lead was explanted and replaced. The patient was stable post procedure and will be monitored with routine follow-ups.